Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Primary procedure, left hip. It was reported that insert trial cracked during impaction. Pieces were removed from patient and assembled at the back table to confirm no pieces remained in patient.